Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had calibration errors and differences between sensor glucose and blood glucose readings. Customer does not want to troubleshoot and stated that the sensor was just not working. Customer inserted the sensor about 4 days ago. Customer's blood glucose was 21 mmol/l and sensor glucose was 5 mmol/l. Customer treated with the pump and requested a replacement sensor.